Manufacturer narrative:
The sample is currently being sent for analysis. A supplemental report will be submitted upon receipt of sample and completion of the investigation.

Event description:
The catheter was in use on a patient when the extension set detached from the adapter.